Event description:
In 2009, the pt's mother reported the pt has had elevated blood glucose readings up to "hi" with his target range being 90-150 mg/dl. She said the pt's readings are due to his snacking habits and him not bolusing insulin to correct for the snacks. She stated he was hospitalized in april and june for elevated readings. She said he occasionally over-treats his elevated readings and will have low blood glucose in the 40-50 mg/dl range. She stated he had a seizure at about 13 days prior, and his blood glucose was 43 mg/dl. She said this was due to a correction for a reading of "hi" the night before. Symptoms of elevated readings are frequent urination and being able to "smell it". He corrects his readings by bolusing insulin. Symptoms of low readings are being quiet and he treats them by drinking juice or soda. She stated his endocrinologist suggested he change out the adapter on his insulin infusion device. She was advised the adapter should be changed every 10th cartridge change. She stated he has occlusions about twice a week but is not currently experiencing one. Troubleshooting did not find any product issues. Courtesy infusion sets were sent and a request for additional training was submitted. On f/u at about one week later, the pt's mother stated the pt's doctor appointment went well and his basal rates were not changed. She stated they have an appointment to meet with the trainer. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.